Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device self activated inside the patient's tunnel when the physician's assistant confirmed that the activation switch in the "off" position. The tip was bright red hot. Device was removed from service. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).